Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic, indicated that the customer experienced hyperglycemia .and the blood glucose value was unknown at the time of the event. The customer's current blood glucose value was 438 mg/dl. The customer reported hyperglycemia. Hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. And the customer used the insulin pump system within 48 hours of the reported high blood glucose event. And the auto mode feature was not active at the time event. No further patient complications were reported. The customer continued the use of the insulin pump and it will not be returned for analysis.